Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. The event was investigated, including a medical adjudication by a person who is qualified to make a medical judgment, that reasonably conclude that the device did not cause or contribute to a death or serious injury, nevertheless, and in accordance with the enhanced process, the company has re-evaluated this event and is submitting this MDR in an abundance of caution to ensure full compliance with 21 c.f.r. Part 803. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
It was reported to bioprotect ltd. That a bioprotect balloon implantation procedure was performed. During a digital rectal exam (dre) the balloon was identified in the lumen of the rectum. The balloon was digitally removed in the same procedure, and the patient was discharged with no further interventions. His radiation treatment was delayed for 2 weeks.